Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during a bolus attempt. Customer's blood glucose at time of incident was 400+ mg/dl and went to the emergency room for this as he could not get his blood glucose level down. Blood glucose went as high as 518 mg/dl. Troubleshooting found that the customer's drive support cap was normal and no air bubbles in reservoir but customer declined to troubleshoot this. Customer declined to perform a high pressure test and only wanted to troubleshoot no delivery. Customer was advised to monitor pump and follow up with back-up plan per his doctor's instruction.